Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, and bso due to sui, symptomatic pelvic relaxation, and chronic pelvic pain.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2007 and bard avaulta posterior biosynthetic support system and bard avaulta anterior biosynthetic support system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/13/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cystocele, rectocele and enterocele. It was reported that the patient underwent anterior and posterior colporrhaphy with enterocele repair and sacrospinous ligament fixation with insertion of avaulta grafts both anteriorly and posteriorly on (B)(6) 2007 due to pelvic organ prolapse by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent implantation of permanent ipg for interstim device on (B)(6) 2010 due to sui. No additional information was provided.